Event description:
It was reported the pt was not getting adequate stimulation coverage for his foot. The physician proposed to replace the lead in an effort to renew full leg and foot coverage. The lead was successfully replaced and stimulation needed was captured. It was reported the pt is doing great and all issues have been resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.